Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total vaginal hysterectomy, the device fired an incomplete stapel line. Sutures were used to complete the proceudre. There was no pt consequence.